Event description:
Customer alleged the chair appeared to have buckled/folded. Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model veranda, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female who (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer to alleges that she was going down a sidewalk and went to make a left turn. At that time the unit's right caster allegedly broke causing her to fall out of the chair. She indicated that she did not seek medical attention. She sustained abrasions and they healed without further care.